Event description:
During cardiac cath test injection demonstrated free floating catheter. Immediately following actual injection, staining of myocardium observed. Pt taken to or and subsequently expired.